Event description:
Customer reported low blood glucose levels and stated that the ambulance was called. Customer believes his blood glucose levels are low due to his basal rates being adjusted. Customer has treated his recent low blood sugar levels with peanuts and orange juice. Customer's current blood glucose reading is 117 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.